Manufacturer narrative:
Combination product: yes. The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
Boston scientific provided the following information: an automatic safety switch from bipolar to unipolar occurred on (B)(6) 2026 due to an rv pace impedance measurement of <200ohms. Patient feeling pocket stim and pain down arm. Noise seen on stored event in latitude but no inhibition of pacing. The lead was capped.